Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "orif for left femoral diaphyseal fracture was performed on (B)(6) 2023. During drilling of distal ellipse hole on the t2alpha gt nail, the drill was broken and tip of the drill was left in the bone temporarily. The drill tip was removed by dilating the hole in the cortical bone and picking up the drill tip with kocher forceps. Because of this treat, an unplanned hole was made in the cortical bone".